Event description:
It was reported that during an unknown procedure, when the surgeon was using the clips over a staple line, after doing a sleeve procedure, two out of every 3 clips were scissoring and not a proper formation of the clip. No patient consequences.

Manufacturer narrative:
Pc-(B)(4). Date sent: 9/27/23. B3: unknown, assumed first day of month that complaint was reported d4: batch # x7029w investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was returned with a clip in the jaws and no apparent damage. The clip was removed in order to inspect the jaws and they were found with no damage. In addition, the tyvek was returned along with the instrument. The device was tested for functionality. During the analysis, the device was noted with fluids. The device was functional tested, and it fed, retained and formed the remaining 2 clip as intended. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformance's were identified.